Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 25 mg/ml at 2 mg/day via an implantable pump. Indications for use included non-malignant pain and chronic low back pain. Concomitant medications and relevant patient history were not reported. On (B)(6) 2015, it was reported that, 3-4 days prior and subsequent to pump and catheter implant, there was a lump above the spinal incision on their back. On (B)(6) 2015, a tingly/numb sensation in the patient's fingers and toes had started. The symptoms were gradual in onset, and the lump had gotten gradually bigger. The patient tried to ice the lump as treatment, but it did not help. There was no allegation against an implanted device. The patient had a postoperative appointment scheduled on (B)(6) 2015, but was redirected to their healthcare provider (hcp). Additional information received reported the patient has pseudomeningocele located right at the spinal incision. This started a week after implant and continued to grow since then. The hcp (healthcare provider) thought the condition was related to a catheter complication. A catheter complication has not yet been identified. The patient is having a revision on (B)(6) 2015 to check for catheter complication. The patient's symptoms included headache, nausea, loss of appetite, and weight loss. The symptoms were gradual in onset. The patient lost 20 pounds since being implanted. The hcp was going to replace the spinal segment of the catheter. The pseudomeningocele was at insertion site of catheter, it was repaired and that segment was removed. A new catheter segment was placed without any issues. The incision looked a lit bit infected at the pump site.